Event description:
It was reported that the procedure was in the lcx and was a type c lesion. There were multiple stents and balloons used during the procedure; however, the mini vision stent delivery system (sds) was advanced, but could not cross the lesion. Upon removal of the sds, after the inability to cross the lesion, the stent dislodged remaining in the pt's coronary. A snare device was used and the stent was successfully retrieved and removed from the pt's anatomy. No other info was available.